Manufacturer narrative:
The mg2 reagent lot number and expiration date were not provided. It was found that the fluid transfer head was visibly damaged and had cracks. This can occur due to poor maintenance. After replacing the fluid transfer head, the issue was resolved. The investigation determined the event was consistent with a maintenance issue. H3 other text : na

Event description:
The initial reporter questioned the results for multiple patient samples tested for multiple assays on a cobas integra 400 plus. Of the data provided, discrepant results were identified for 1 patient sample tested for mg2 magnesium gen.2 (mg2). The initial result was 4.35 mg/dl. The repeat result was 2.00 mg/dl. The questionable result was not reported outside of the laboratory.